Manufacturer narrative:
Product has been received by manufacturer for evaluation but the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the yellow wing nut on top of the adaptor leaks. No injuries reported.